Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study (B)(6) smart pms for sfa and the case number is (B)(6). A smart control 6 x 80 stent and a 120/150 cm. Smart control 6 x 150 stent were implanted in the superficial femoral artery (sfa) target lesion during the study index procedure. The lesion was reported to be a 100% stenosis/chronic total occlusion (cto). Approximately six months after the study index procedure, the patient expired suddenly. The cause of the death was unknown. Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00606 and # 9616099-2014-00607.

Manufacturer narrative:
Complaint conclusion: during a clinical study case for (B)(6) smart pms for sfa a smart control 6 x 80 stent and a smart control 6 x 150 stent were implanted in the superficial femoral artery (sfa) during the study index procedure. The lesion was reported to be a 100% stenosis/chronic total occlusion (cto). Approximately six months after the study index procedure, the patient expired suddenly. The cause of the death was unknown. No additional information was available despite multiple attempts. Manufacturing records for lot 15643452 were reviewed and product met all quality requirements for product acceptance. DHR review results indicate that the stent shipped meets specified release requirements. No nonconformance records were issued for this lot. No excursions were found for lot 15643452. With the information available it is not possible to draw a clinical conclusion between the device and the reported event. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00606 and # 9616099-2014-00607.